Event description:
I have pre-diabetes 2. I have been using a continuous glucose monitoring libre 3 for nearly one year. The sensors regularly give erroneous readings or stop working completely. As a result, I carry a onetouch meter to get immediate readings. They are always 20 to 25mg lower. The anxiety over not knowing is the libre 3 is accurate is constant. I reported the problem to libre 3 twice and both time they sent replacements.